Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device bearing was not functioning. It was noted that there was no pinning and was blocked, the output shaft was torn, and the position ring pins were loose. It was also noted that the device failed pre-repair diagnostic tests for verify if secured with pin. It was noted that this issue has been outlined as a recall issue. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the oscillating saw attachment device was not working properly. It was reported that there was no delay in the procedure due to the event as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.